Manufacturer narrative:
(B)(4). Review of CT¿s and 3d film report from approximately 4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the level of the lowest left renal artery. The bifurcate proximal stent graft od measured 26mm. The aortic body and infrarenal neck were angulated 75deg a-p and 25deg l-r; relative to the iliac limbs. The ipsi limb was placed down into the right common iliac artery, and the contra limb was placed into the left common iliac artery. A bare stent was seen within the left external iliac artery. The maximum diameter aaa measured 6.3cm; no obvious endoleak was seen outside the stent graft. Significant thrombus was seen within the bifurcate aortic body; the flow lumen diameter was 17mm within the 23 ¿ 26mm ID aortic body. A short segment of thrombus was also seen within the proximal section of the contra limb, and the ipsi limb was patent. Distal to the stent grafts limbs, the right common iliac artery diameter was 13mm, and the left common iliac artery diameter was 11mm and extensively calcified. The leia was also calcified. No stent graft kinks or compression was observed, and no other stent graft issues were seen. The cause of the aaa expansion could not be determined from the images provided. No clear endoleak was observed. This may have been due to a type v endoleak; endotension. The cause of the thrombus observed within the bifurcate aortic body and contra limb could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review. This may be anatomy related; small and calcified left iliac artery and pre-existing stent placement within the leia. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images post-intervention were not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an endurant 28x13x166 was implanted on the right with a 16x13x124 on the left. It was noted that the bifurcated was intentionally landed at the lt accessory renal which is 1-1.5cm distal to the main lt renal. There was no apparent endoleak seen on CT follow-up scan, however, physician reported the sac had increased 1.5cm. The physician stated that there was a type v endoleak. The aneurysm is currently 65 mm in diameter. An endurant 28 cuff and 2 endurant 16x13x156 limbs were placed bilaterally to reline the stent graft. The endoleak has resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.